Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic during a routine device check. Device interrogation failed multiple times, with multiple programmers, with and without rf antennas, and wand manipulation. Etp tests were also unsuccessful. The patient had recently undergone back surgery and has not had device checked. The device was explanted and replaced. The patient was stable.